Event description:
The quikdrive mini was involved in a run on situation. This caused the bone to round out larger than the screw, so an emergency screw was inserted. The qdm was autoclaved without the batterypack as per stated in the IFU. No problems after recalibration.